Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information from oekg, omsc surmised that this phenomenon was attributed to the damage of the electrical contact of the video connector socket due to the following mechanism. The missing part at the distal end of the video connector got caught in the electrical contact of the video connector socket of the cv-170, when inserting the video connector into the video connector socket of the cv-170. Since the inserted video connector was caught and the video connector was inserted further, the electrical contact of the video connector socket of the cv-170 was pushed to the back and the electrical contact damaged. Olympus stated the appropriate handling of cv-170 and the counter measures against abnormalities in the instruction manual of cv-170.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa (B)(4). Olympus europa (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during incoming inspection for repair at olympus europa (B)(4), it was found that the image of the subject device was not displayed due to the damage of the electrical contact of the video connector socket.there was no report of patient injury associated with the event.